Manufacturer narrative:
Further information has been requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, the device was observed to be in backup mode. A new device was implanted successfully. The patient was stable with no consequences.

Manufacturer narrative:
The device was returned in backup mode due to unknown power on reset (por). Device image analysis showed unknown code corruption which caused por trigger. After reloading the code successfully, functional electrical testing, did not find any anomalies, and battery voltage was still in the normal range of operation. Device was further monitored for several days with normal results, the backup condition could not be reproduced despite extensive efforts. The reported complaint of backup mode was confirmed. Longevity assessment was performed and device was at normal range of operation with appropriate remaining longevity.